Manufacturer narrative:
Device analysis shows a device failure. Device analysis report is attached. This report is submitted on january 05, 2022.

Manufacturer narrative:
This report is submitted on november 29, 2021.

Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma in (B)(6) 2021 (specific date not reported). On (B)(6) 2021, an unofficial integrity test showed that the implant was not working. The device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device (specific date not reported).